Manufacturer narrative:
Continued implant date (d.6a): no information. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed broken on the anterior side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observations: red particle observed on the device. Crease fold observed. Non penetrating nicks ( stress marks).

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record is for right side

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record is for right side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture. Devise has been explanted and replaced. This record is for right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.